Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that approx. 86 months after the implantation oversensing on this rv lead was noted. The patient was scheduled for monthly follow-ups. A lead revision at time of can change is under consideration.